Event description:
The customer received a questionable human chorionic gonadotropin, stat (hcg) result for a patient who was admitted to the ER with vaginal bleeding and a probable ectopic pregnancy. The patient was confirmed to be 7 weeks pregnant with an ultrasound. The initial result was 1 miu/ml and was sent to the ER. The ER doctor questioned the result of 1 miu/ml and asked the laboratory to rerun the sample. The customer tested two tubes from the patient and the result was > 10,000 miu/ml on both tubes. The customer reran the samples with a dilution and the first tube gave a result of 35058 miu/ml. The second tube gave a result of 34489 miu/ml. The repeat result was considered to be correct. The patient was not adversely affected. The hcg reagent lot number was 16697301 with an expiration date of 02/28/2013. The field service representative determined there was a fluidic failure of the sample system due to a loose nut fitting. The sample probe was observed with a slight drip. He adjusted and tightened the loose nut fitting. To verify the analyzer operation, he ran performance testing with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.